Event description:
Discordant advia chemistry 1200 sodium results were obtained on two patient samples. The laboratory repeated the samples on the same system with lower results. There are no known reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1200 instrument and instrument data. After analysis of the instrument and instrument data, the fse replaced the sample pump assembly, primed and washed the system, then calibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is needed.